Event description:
The pt's pain relief was inadequate. Fluid was collecting in the pump pocket and around the spinal incision site. They were unsure if the pump was functioning properly. The pump was replaced. The pt recovered without sequela. The medications being delivered via the device system were bupivicaine, clonidine and morphine.

Manufacturer narrative:
(B) (4): the pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.